Event description:
It was reported by the customer that bd pyxis¿ medbank tower drawer did not open when trying to issue medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that drawer did not open when trying to issue medication. A technical support specialist remoted into the cabinet and discovered that they are on a medpass 1300 version 1.1.2.18. After a few minutes, the drawer finally opened on its own and he was able to issue the meds, checked myqlink and there as only 1x transaction despite several attempts. I went ahead and disabled all universal serial bus power management settings and restarted the cubex medpass application. The system functioned as intended after the customer resolved the issue.